Event description:
It was reported that the customer had bent cannulas, but the insulin pump did not alarm no delivery, and her son ended up in the hospital. Troubleshooting could not be performed as caller did not have the insulin pump available at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.